Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2005, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2010, devices were explanted due to infection.